Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. A supply change was performed and an additional occlusion alarm occurred during bolus delivery. Reportedly, the customer uses u-500 insulin in their cartridge. The customer's blood glucose levels ranged between 141-198mg/dl. The customer disconnected from the pump, observed insulin dripping out of the infusion tubing during the delivery of a test bolus, reconnected the infusion tubing to the infusion set site and successfully delivered the remainder of the bolus. No damage was noted to the infusion set cannula. Further troubleshooting was declined by the customer. Reportedly, an infusion site change was performed to address the occlusion alarm.